Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-jul-24. It was reported that the hospital was still in possession of the pump. The hospital intends to return the device and the rep would check in with them next week after his vacation. He noted that the cause of the volume discrepancy was unknown and also the patient¿s weight was unknown. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drugs being delivered were 5 mg/ml bupivacaine at 1.26 mg/day and 7.5 mg/ml morphine (unknown) at 1.89 mg/day. The reason for use was non-malignant pain and chronic low back pain it was reported that the patient had a refill approximately 1 month ago (prior to the call date of (B)(6) 2019) and at this time the volume discrepancy was noted and the patient was not having good therapy results. The actual reservoir volume (arv) was 18ml and the expected reservoir volume (erv) was 10ml. On (B)(6) 2019, the physician replaced the catheter and pump. The rep states the product will be returned to the manufacturer for analysis. There were no further complications reported/anticipated.